Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) germany alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily and his result is usually around ¿120 mg/dl.¿ the patient manages his diabetes with metformin pills and solostar rapid insulin. The alleged issue began on (B)(6) 2014 at 7am. The patient obtained a fasting blood glucose result of ¿145 mg/dl¿ with the subject meter. Based on the alleged result, the patient reportedly increased his usual dose of insulin by 1 unit. By 12pm that same day, the patient claimed he felt low blood glucose symptoms of ¿ravenous hunger and tremble.¿ the patient drank apple juice and ate a cookie as treatment. The patient reportedly felt better about 30 minutes later. That same afternoon, the patient reported comparing results of ¿100 and 180 mg/dl¿ on the subject meter and ¿80 and 160 mg/dl¿ with a hospital meter, performed within 30 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient had reportedly went to the hospital due to an ¿infection of one foot.¿ the patient denied receiving any additional treatment due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the lay user/patient¿s meter has been returned on 09/10/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.